Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and high blood glucose levels. Customer¿s blood glucose level was 470 mg/dl and almost 600 mg/dl. The customer's blood glucose was 347 mg/dl prior to call. Customer treated their high blood glucose levels via manual injection. Troubleshooting for blank display was performed. Customer replaced the battery on the device and the display returned. Troubleshooting for high blood glucose levels was performed. The customer stated that the cannula was bent. Customer performed and passed the high pressure test. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis.